Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a cvats (complete video-assisted thoracoscopic surgery), when the nurse was preparing the thread, and when tried to be taken out, there was no needle and thread included. A new suture was used to resolve the issue. There was no patient injury.